Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 4.11e. Pump passed displacement test. Pump received with missing/broken belt clip plate weld noted. The test reservoir stay locked in place noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.